Event description:
The customer reported that the unit was getting a recurring system failure, cycle power/ec10003 message.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.